Event description:
In 2004 this pt received a gore excluder bifurcated endoprosthesis. Sometime within 48 days post-op, the pt experience hypertension. The physician discovered at this time that the left renal was completely covered by the device. There are no films of the original procedure. There has already been a failed attempt at reintervention to pull the trunk down and stent the left renal. At this point in time the pt is under observation by the physician. No additional treatment is planned.